Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day had an occlusion on 20 occasions. The following information was provided by the initial reporter: the reported feedback suggests that there is an occlusion.

Manufacturer narrative:
Fifteen (B)(6) samples were received for investigation; eleven samples in opened packaging, two from lot 20036329, one from lot 20075232, two from lot 20036260, four from lot 20036187 and two from lot 20036188. Four samples were received without packaging. The customer indicates that some of the affected samples were from lot 20036197, however analysis of the production records confirmed that the lot number did not relate to this product code. A visual inspection of the samples received with fluid in the line did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to functional testing by connecting each smartsite to a 50 ml bd plastipak syringe from stock and flushing with fluid; the smartsite of three of the samples appeared to be occluded during first attempts to flush, however no further occlusions were observed following disconnection and reconnection of the syringe. No further occlusions were noted during testing of the remaining samples. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the observed blockage could not be determined, no obvious manufacturing defects were observed which could have contributed to the occlusion. A review of the production records for lots 20025819, 20036260, 20075232, 20036187, 20036329, 20036188 and 20036198 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined, the manufacturing site have raised a request for corrective and preventative actions in order to further investigate a potential root cause for the observed occlusion as well as to identify any subsequent improvement actions. CAPA (B)(6) has been created to study the root cause of smartsite occlusions upon first connection attempts and determine a suitable corrective action. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the (B)(6) set in the past 12 months. H3 other text : see h10.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 20036198 & 20036197. These do not match the catalog number provided. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20036329, medical device expiration date: 2023-03-31, device manufacture date: 2020-03-14. Medical device lot #: 20075232, medical device expiration date: 2023-07-03, device manufacture date: 2020-07-01. Medical device lot #: 20036260, medical device expiration date: 2023-03-19, device manufacture date: 2020-03-13. Medical device lot #: 20036187, medical device expiration date: 2023-03-17, device manufacture date: 2020-03-12. Medical device lot #: 20036188, medical device expiration date: 2023-03-18, device manufacture date: 2020-03-12. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day had an occlusion on 20 occasions. The following information was provided by the initial reporter: the reported feedback suggests that there is an occlusion.